Manufacturer narrative:
The sample associated to this report was discarded by the reporting facility.

Event description:
Nellcor received a report of a cuff leak on an 8fen tracheostomy tube. There was no pt harm reported and the tube was replaced without incident.